Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under separate medwatch report.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Visualization was noted to be difficult due to anatomy. During preparation of the first clip delivery system (cds 81008u149), the gripper arms were not even. The cds was not used in the anatomy and was replaced. The second cds (80914u114) was advanced to the mitral valve; however, while testing gripper line removability, the gripper line did not move. The clip was not implanted and the cds was removed and replaced. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated and the reported inability to remove the gripper line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to remove the gripper line appears to be related to the observed gripper line caught on friction element; however, a cause for this interaction could not be definitively determined. The reported poor image resolution appears to be related to patient morphology / pathology. There is no indication of product quality issue with respect to manufacture, design or labeling.